Event description:
Report received of a broken electrical cord. The device was sent to central processing with an unsigned note that read, "do not use, electrical cable is broken, line has a short and is a fire hazard." There were no reports of any adverse pt events while the device was in clinical use.